Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down. Customer¿s blood glucose level ranged from 160-161 mg/dl. Reportedly, customer confirmed that the pump was powered on and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.